Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the xience v was used past the expiration date. A review of the xience v label attached to the lot history record for this lot was conducted indicating a manufacturing date of 05-february-2019 with an expiration date (use by date) of 03-february-2021. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2021. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience v, everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: note the product use by (expiration) date specified on the package. It is unlikely the IFU deviation of device expiration issue contributed to the no cross event. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 99% stenosed, de novo lesion in the proximal left anterior descending (plad) artery. After 2 xience stents were advanced in the anatomy, but failed to cross the lesion and were removed without issue, a 4x23mm xience v des was advanced but also failed to cross the anatomy. Sometime after removal of the device, it was noted that the device was expired. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.